Event description:
It was reported that the insulin pump is delivering insulin without programming from the customer. The insulin pump has cosmetic damage. The current blood glucose reading is 105 mg/dl. Customer declined to troubleshoot. Requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip. Motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform occlusion, prime and no delivery test due to motor error alarm. Motor passed motor test.